Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon placing apex hole eliminator, the inner face of the eliminator threaded beyond the inner wall of the cup and became recessed within the hole. Surgeon was then unable to back the eliminator out by turning counter clockwise. It was stuck. Implant left in patient and lacked in by liner. Affected side: left hip. Surgery delay: 10 min.